Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10051.

Event description:
As reported by our edwards affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Prior to deployment, it was noted that the valve was slightly at a different level from the balloon. Despite this, the decision was made to deploy the valve. Following inflation, the valve 'slid' into the left ventricle. A second sapien 3 valve was going to be prepared; however, the decision was made to convert the procedure to open surgery. The initial sapien 3 valve was explanted, and a surgical valve was implanted. At the time of the report, the patient was in stable condition and doing well.

Manufacturer narrative:
The 29mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history was performed and did not reveal similar reported events. The commander delivery system with s3 IFU and procedural training manual were reviewed for guidance and instructions. The procedural training manual provides on valve alignment. Perform valve alignment in the straight section of the aorta, unlock the balloon lock, pull straight back slowly at the y-connector until part of warning marker is visible, and lock the balloon lock. Obtain a magnified perpendicular fluoroscopic view and slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. In addition, loss of capture during rapid pacing may contribute to the reported event such as sudden movement during deployment. Make sure pressure stabilizes before balloon inflation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into ventricle was unable to be confirmed due to unavailability of relevant imagery/medical record. A review of DHR and lot history did identify any manufacturing non-conformances that could have potentially contributed to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'difficulties were felt during valve alignment and the valve alignment was performed in a non-straight section of the aorta' and 'before the deployment, the valve was slightly at a different level from the balloon. Despite this, it was decided to deploy and implant the valve. The valve expanded asymmetrically and after the inflation, the valve felt into the left ventricle.' Per provided medical opinion, 'bad pacing' and 'not exactly centered' valve alignment caused the thv to slide into the ventricle. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. If the valve was not correctly positioned between the valve alignment markers prior to deployment, it could have caused the inflation balloon to expand unevenly and push the valve towards the ventricle (e.g. Due to pressure buildup). Additionally, ventricular pacing protocol for thv deployment calls for systolic blood pressure to be dropped to 50 mmhg and allowed to stabilize prior to balloon inflation. It is also possible that deviations in the pacing protocol could have contributed to a sudden ds/thv movement by promoting balloon instability. In this case, available information suggests that procedural factors (improper valve alignment prior to deployment, loss of pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.